Manufacturer narrative:
The hill-rom technician found that the ground pin was loose on the power cord. He replaced the power cord and the bed functioned to specifications.

Event description:
Info received indicated that during an electrical safety test the ground resistance reading out of specifications.